Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j10884r33, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was reported the patient had a confirmed unrecovered motor stall on (B)(6) 2015 at 16:43 with a tube set on (B)(6) 2015 at 16:43. The patient heard the audible pump alarm. The patient had a change in therapy effect, increased pain and weakness that began shortly after the stall. Around 7:00-7:30 pm the same night, the patient's legs gave out and the patient "let go" and fell. The patient had bruises on his lower extremities which could have been from the fall. The patient had not had an magnetic resonance imaging (MRI) and electromagnetic interference (emi) was ruled out. The pump was used to deliver bupivacaine and dilaudid. The outcome of the event was unknown. Additional information has been requested, but was not available as of the date of this report.